Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance, high impedance, varying impedance, and impedance spikes. The patient was brought in for follow up and the impedance readings had returned to normal. The physician decided to monitor the lead and make no programming changes. No patient complications have been reported as a result of this event.